Event description:
It was reported that during the procedure in the moderately calcified and heavily tortuous right coronary artery, repeated unsuccessful efforts were made to advance a 4.0 x 18 vision stent delivery system after pre-dilatation was performed. The delivery system was removed with resistance due to the characteristics of the vessel. A new 3.5 x 18 vision stent delivery system was advanced successfully to complete the procedure. Although there was no adverse patient effect, there was a significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant, balloon, hub and contrast on the shaft, consistent with handling and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily tortuous and moderately calcified, which likely contributed to the reported difficulties advancing and retracting the sds. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A search of the lot history record indicated no non-conforming material records for this lot. Additionally, a query of the complaint handling database indicated no other incidents; there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.